Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Remains implanted.

Event description:
Trial implant on the thread on establishing broken; sample implant had to remain in the patient. Update 20 april 2016 - during insertion the trial implant, the threaded tip of the instrument broke off. Trial implant has been left at the patient.